Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a beep anomaly. Customer's blood glucose value was unknown at the time of the incident. Customer was calling about the sound system giving out on the insulin pump and it still vibrate but doesn't given any beeps. Customer reported they did not hear the differences between the two audio beep volumes 1 & 5. The device will be return for analysis.

Manufacturer narrative:
Device passed displacement test and selftest. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. (B)(4).